Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-may-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. During a normal battery replacement surgery, the hcp noticed the lead was defective/damaged so they decided to replace the lead as well. There are no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The lead and ins were be placed in the mail on (B)(6) 2018 to be returned to the manufacturing company. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00mgu, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type lead. Analysis of the lead (lot#va00mgu) was subjected to a standard tests that include but is not limited to visual inspection and electrical testing. Analysis found the outer insulation of the lead was separated at the butt joint near the proximal end of the lead. Analysis identified a breach of the outer insulation due to environmentally assisted degradation in the body of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va00mgu implanted: (B)(6)2012 explanted: (B)(6)2018 product type lead analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The lead (lot#va00mgu) was returned to the manufacturing company.

Event description:
No new information.